Manufacturer narrative:
(B)(4). No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was from a supply bag that fell and disconnected. The cause of the bag falling was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 3 of 5. The drain volume was 213 ml. The cg stated the bag fell off the tubing. Gts assisted the care giver (cg) to end therapy and explained that he has to start over using new supplies. There was patient involvement but no injury or medical intervention was reported.